Event description:
The customer reported a malfuntion 7 had occurred on a 6060 pump during pt use. A new pump was sent to the pt and therapy was restarted. No pt injury has been reported at this time. Although attempts have been made to obtain additional info on this report, no response has been received at this time.